Manufacturer narrative:
The handpiece cord was received at the MFR for eval, and the reported condition of the device causing a ron-on condition was confirmed. Based on the investigation details, the likely cause was a broken wire where the cable enters the strain relief at the handpiece end. The handpiece cord was scrapped.

Event description:
It was reported that the handpiece cord caused an attached device to run on its own during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.